Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched and discovered that the issue could not be duplicated; the arrhythmia analysis functioned properly during testing with a patient simulator. No parts were replaced. There was no patient involvement. All operational and safety checks were performed, and the unit was confirmed to operate as intended.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not registering arrhythmia. There was no patient involvement.